Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of unable to adjust pacer output was duplicated and attributed to a faulty switch on the control board. The reported malfunction of unable to adjust pacer rate was observed but not verified. The pacer rate knob and control board were replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device's pacer rate and pacer output were not adjustable. Complainant did not indicate that there was any patient involvement in the reported malfunction.